Event description:
It was reported that the patient implanted with this right atrial (ra) lead had experienced infection. A revision was performed and the pacemaker alone with the right ventricular (rv) lead and this right atrial (ra) lead were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).